Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a rise in pace impedance measurements remaining within normal range and shock impedance measurements of greater than 200 ohms. Threshold measurements had increased. No noise was observed during isometrics testing. Technical services (ts) discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.